Event description:
It was reported after the patient had their battery replaced it was still not working like it should be. It was stated the programmer was connected to it the day prior to report and it said the battery was low again. It was noted they did not think the new battery was doing any better than their old battery. Reportedly, the patient had seen their healthcare provider several times and had the programming changed. It was noted, they meant the healthcare provider would increase the stimulation until they could feel it and then turned it down 0.1 to 0.2 volts. It was noted the patient only felt stimulation when the healthcare provider adjusts it. The patient increased on program 4 from 2.1 volts to 2.3 volts and they were feeling it in the vagina area. It was stated, the patient felt stimulation the day prior to report when they increased from 1.8 volts to 2.1 volts but then the night prior to report they didn¿t feel stimulation. It was stated, "actually the wettest she's ever been when she got up this morning." The patient¿s program was switched to program 1 and increased from 2.3 volts to 2.8 volts and they were feeling stimulation but it was not too strong.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated the patient was referring to the patient programmer batteries and not the implantable neurostimulator battery when it was stated the "battery was low again."

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v840299, implanted: 2011 (B)(6); product type lead. (B)(4).